Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. The rotational sensor failed to transition at the end of the pod's run with no timeouts, indicating a rotational sensor malfunction. When testing the fluid path, fluid was diverted from a tear in the unexposed portion of the soft cannula, leading to the observed internal corrosion, low battery voltages, and fluid contact on the commutator cap, leading to the 0x40 hazard alarm being generated.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
The pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. The rotational sensor failed to transition at the end of the pod's run with no timeouts, indicating a rotational sensor malfunction. When testing the fluid path, fluid was diverted from a tear in the unexposed portion of the soft cannula, leading to the observed internal corrosion, low battery voltages, and fluid contact on the commutator cap, leading to the 0x40 hazard alarm being generated. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone13.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.